Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of f-38 alarm was determined to be damage to the left force sensing resistor (fsr)/tube misloading sensor. To correct the condition, the left fsr/tube misloading sensor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.